Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/ performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and an inferior vena cavogram was performed. A retrievable filter was deployed across l1 and l2 and below the renal veins. Completion venogram demonstrated no evidence of extravasation. The patient tolerated the procedure well without immediate complication. Approximately one year nine months post filter deployment, CT scan demonstrated an inferior vena cava filter in place. Approximately nine years eight months post filter deployment, the patient underwent embolization of a hepatic hemangioma and was discharged home approximately three days later. One day post discharge, the patient presented with complaint of nausea, vomiting, shortness of breath and abdominal pain. Approximately nine days post embolization, the patient presented for a follow-up and stated the left upper quadrant pain and nausea were improving. Approximately twenty-three days post embolization, the patient stated the chest pain and epigastric abdominal pain completely resolved. The patient continued to have anemia and a CT scan demonstrated questionable erosion of the ivc filter into a duodenal diverticulum that could be causing intermittent bleeding. Removal of the ivc filter was recommended. Approximately nine years ten months post filter deployment, the patient was referred for evaluation of anemia. The patient was found to have iron deficiency anemia due to chronic blood loss secondary to heavy menstrual bleeding. Follow up gynecologic evaluation was recommended. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately, one year nine months post filter deployment, CT scan demonstrated an inferior vena cava filter in place. Approximately nine years eight months post filter deployment, the patient underwent embolization of a hepatic hemangioma. Approximately nine days post embolization, the patient presented for a follow-up and stated the left upper quadrant pain and nausea were improving. Approximately twenty-three days post embolization, the patient stated the chest pain and epigastric abdominal pain completely resolved. The patient continued to have anemia and a CT scan demonstrated questionable erosion of the ivc filter into a duodenal diverticulum that could be causing intermittent bleeding. Removal of the ivc filter was recommended. No information has been provided at this time regarding imaging to confirm any erosion of the ivc filter. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis and pulmonary embolus had a vena cava filter successfully deployed without immediate complication. Approximately nine years nine months post filter deployment, CT scan demonstrated questionable erosion of the ivc filter into a duodenal diverticulum that could be causing intermittent bleeding. Removal of the filter was recommended. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years nine months post filter deployment, computed tomography scan demonstrated questionable erosion of the inferior vena cava filter into a duodenal diverticulum that could be causing intermittent bleeding. At some time post filter deployment, it was alleged that filter perforated and detached. The device was removed by percutaneous removal procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged perforation of the inferior vena cava and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.